Event description:
The customer reported that the system locked up during a case. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The control panel processor was replaced during the service call. The system was found to be working as intended and out back into service.